Event description:
Detachment of the locking clip. Found 22 days after placement. Reportedly, the user locked the clip until it clipped.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.